Event description:
It was reported that the ins was repositioned because of an infection in the pocket. The ins replacement was two weeks ago and the patient was reporting it was still sore. It was later reported that they sprayed some topical numbing stuff on her pocket so she wasn't so sensitive. It was later clarified that the patient¿s ins had been explanted due to infection. The pocket site was moved when the patient was re-implanted.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the patient did not have meningitis. It was noted that signs and symptoms of infection included redness. It was noted that the primary location of infection was the device pocket. It was noted that a culture was obtained from the device pocket and lumbar region and that no growth was seen. It was noted that treatments for the infection included oral antibiotics and that the infection was resolved. It was noted that the patient had a severe adhesive allergy that created a secondary cellulitis. It was noted that the patient did not have a deep infection.